Manufacturer narrative:
Initial and final MDR 1930183- MDR 3003442380-2024-18718- device 8 of 8 e1: patient city: (B)(6) patient country: unites states

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the patient that infusion set cannula was crimped. No further information was available